Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during a routine startup check, the cardiosave intra-aortic balloon pump (iabp) failed to automatically inflate and had no pressure. There was no patient involvement and no harm was reported. Evaluation revealed that the pump pressure was found to be insufficient and the valve assembly was leaking, rendering it unusable, the valve assembly was confirmed to be faulty.